Event description:
The customer reported that during use of the suture hook straight in an arthroscopic procedure, the tip of the suture hook broke off inside the surgical site. The broken tip was retrieved/removed from the surgical site with no additional issues noted. The procedure was completed as intended with the use of a backup suture hook. No further complications, patient injury or surgical delay reported. Further information received from the distributor indicated that date of event, details description of the incident, and patient's demographic information could not be obtained from the end user facility due to the patient privacy laws in (B)(4).

Manufacturer narrative:
To date, this device has not been returned from the user facility for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Conmed received the damaged suture hook for evaluation. Visual inspection of the returned instrument confirmed the reported breakage and found the tip had broken off, and the broken portion was not returned. Further evaluation by the manufacturing engineer found that under magnification, the suture hook's material showed stretch/pulled lines and an indication that the instrument was strained to its limit and eventually sheared completely off. In this instance, it is believed that the device experienced a heady load and/or excessive force being applied to the tip during use. The engineer also stated that the suture hook material would accommodate and stretch slightly. However, the damage found on the tube and hub revealed the instrument was used with a significant force that the device was never intended to overcome. The report concluded that this suture hook met manufacturing requirements and a minimum of weld torque strength as specified. Based on the investigation and provided information, the most likely cause of this reported breakage is user related due to excessive force being applied to the tip while in use. Based on the manufacture date of 03-may-2013, this device has been in use for nearly 2 years. In addition, this suture hook is a limited reuse device and the number of uses for this unit was not provided. A review of the device history record showed, there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported breakage. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings and precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. If the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Do not use if parts are broken, cracked or worn, or device function may be compromised. Prior to use, always inspect suture needle for damage (i.e. Worn, dull, bent or cracked). Do not exceed five (5) procedures per limited reuse suture hook.